Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Update rec¿d (B)(6) 2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, swelling, inflammation, scar tissue formation, damaged to surrounding bone and tissue, metallosis and lack of mobility. Adding the femoral head to the complaint and changing the MDR decision. Complaint was updated (B)(6) 2016. Update (B)(6) 2016 ¿ pfs received. After review of the records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2017. Update (B)(6) 2017 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indications from (B)(6) 2014 stated "elevated metal ion levels as well as an MRI consistent with local soft tissue reaction". Surgical findings further indicated "obvious purulence...localized to the joint" and "necrotic tissue secondary to metallosis encompassing the anterior capsule". Infectious disease consultation noted a workup which "demonstrated cobalt level 18 and chromium level 18 in (B)(6) 2014...an MRI mars protocol...which demonstrated a large fluid collection around the left hip, concerning for metal-on-metal reaction". An additional consultation indicated that the patient had heard a "squeaking" noise from his left hip for a number of months prior to the revision. Stem added to the complaint. Prod/lot updated. The complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, infection, metal wear, metallosis and elevated metal ions. After review of medical records, patient was revised to address acute infection. Revision notes reported of purulence in the joint. There was also noted necrotic tissue secondary to metallosis. Added cup and screw due to the alleged infection, lawyer, law firm revision hospital and patient harm.